Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Pending investigation.

Event description:
It was reported via information received by the legal department that a patient had a left total knee arthroplasty (B)(6) 2016, and then approximately 6 years, 11 months later underwent a left knee revision on (B)(6) 2022. Revision operative report - procedure: revision total knee replacement tibial and femoral components application of wound vac. Preoperative diagnosis. Instability secondary to polyethylene wear left total knee arthroplasty. The patient presented with a painful knee and was noted to have recalled parts. They were found to have a progressive polyethylene wear as well as instability of the total knee. Procedure: th patellar button was found to be intact but with some surface ware; it was removed. The polyethylene insert was removed, there was no gross visible damage to this polyethylene, however, the soft tissues were inflamed which was consistent with polyethylene wear. The ¿femur was not debonded from the tibia¿. Aori type I bone loss-very minimal. The tibial component was found to be grossly intact and not loose. Bone loss of the tibial metaphysis warranted the use of a cone. Dressings including a negative pressure dressing were applied, the patient was transferred to the recovery room in stable condition. Discharge to home when comfortable and pt goals met. Hospital care: admission date (B)(6) 2022, discharge date (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.